Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire was bending while sliding into a sheath and got stuck. During preparation of an endoscopy procedure, while inserting the amplatz wire into a non-boston scientific (bsc) sheath, the tip of the wire was bending and got stuck. The procedure was completed with another of the same device. The event occurred outside of the patient, so there were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit returned had distal tip damage, as part of overall visual revision. The device coil was stretched and kinked in the distal section. Dimensional inspection was performed. The overall length and od of distal tip could not be measured due to the device condition (coil was stretched). The od of the middle of the device and proximal section were within specification. The manufacturing record for this product has been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. The most probable cause of the reported difficulties may be due to handling of the device during unpacking and/or preparation. (B)(4).

Event description:
It was reported that the guidewire was bending while sliding into a sheath and got stuck. During preparation of an endoscopy procedure, while inserting the amplatz wire into a non-boston scientific (bsc) sheath, the tip of the wire was bending and got stuck. The procedure was completed with another of the same device. The event occurred outside of the patient, so there were no patient complications and the patient was stable.